Manufacturer narrative:
A partial lead measuring 46.5 cm was returned for analysis in one segment. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented in clinic for follow up. The patient was experiencing pocket stimulation. During pocket revision, the physician noted that right ventricular lead was fractured. The lead was successfully extracted and replaced. The patient was in stable condition before, during, and after the procedure.